Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control iq software did not adjust insulin delivery as expected. The customer experienced an elevated blood glucose level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A correction bolus was delivered to address the high bg. The pump software was updated to resolve the issue, and customer continued using the pump for insulin therapy.